Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Based on the 3 pages of medical records information it appears this (B)(6) old male esrd patient on pd therapy, was diagnosed with peritonitis on an unknown date in (B)(6) 2015. On (B)(6) 2015, pd effluent was expressed; appearance was hazy and had a white blood cell count of 1305. On an unknown in (B)(6) 2015, the patient was initiated on cefepime 1gm daily via intraperitoneal (ip) for a six hour dwell for three weeks. On (B)(6) 2015, pd effluent was expressed; appearance was clear, white blood cel count was within normal limits, with cultured results yielding no growth after 24 hours. As (B)(6) 2015, the patient was seen in their pd clinic for an office visit, the event of peritonitis has resolved, the patient continues to experience fibrin in his pd catheter and continues to experience drain complications, and it is unknown if the prescribed antibiotic therapy was completed. The received medical record does not contain dialysis treatment records, progress notes, or physician orders for review. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate and the event of peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis last month ((B)(6) 2015) and was treated. The cause of the peritonitis was unknown. Medical records received from the patient's clinic confirmed peritonitis through laboratory conducted on (B)(6) 2015.